Manufacturer narrative:
(B)(4). Visual inspection revealed that the steroid plug was displaced inside the helix. Due to the inherent limitations of returns analysis, it was not possible to determine if this steroid plug displacement occurred prior to implant, during implant, while implanted, during the explant, or during post-explant shipping. Other damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that inadequate capture occurred. Lead dislodgement was suspected and repositioning was attempted without success. A new lead was implanted and the patient's condition was stable after the procedure.